Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving lioresal via an implantable pump. The indication for use was intractable spasticity. It was reported the patient's device caused the patient to develop an infection. Patient was looking for a doctor to help get the device removed.

Manufacturer narrative:
Event date: best estimate, only year is known. Patient code was updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2017-mar-14. It was reported that the pump was replaced in (B)(6) 2016 due to normal battery depletion (note this is conflicting with registration and the previous report that an infection occurred with this serial number that was first reported on (B)(6) 2016). It was indicated that this pump was removed in (B)(6) 2016 due to a staphylococcus aureus infection. It was indicated that the patient never met the physician who was their hcp at the time of the infection. The drug in the pump was reported as unknown baclofen, at an unknown concentration, at a dose of ¿50 mcg¿ the patient thought. It was reported that the patient was trying to find another healthcare professional (hcp). Options were provided but it was indicated that the patient said ¿I burned all those bridges, no one will take me.¿ it was noted that the patient was going to follow-up with a listing as it was going to be their best option. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative (rep) on 2017-mar-31 reported rep had no additional information on this particular case. It was noted that rep was not at the follow up case to remove the pump, and have had no further discussions with the healthcare professional regarding this patient/event. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient had an infection when he had the pump in (B)(6) 2016. The pump was delivering baclofen 50 mcg/day (concentration unknown). It was "steady medication to keep the tremors down, don't use a high dosage to walk again because that's not feasible". The patient went back to the hospital and was so sick they were kept there for two days. The patient was not given an answer and said it needed to come out and they hadn't done anything. The patient got up and left and walked out of the hospital. The patient contacted their physician and was scheduled to go in the very first thing in the morning. The patient went in and a swab was done. The results came back in less than an hour. The patient was scheduled in immediately because it [pump] had to come out because ¿the infection was a less than an inch from their spine which could have been catastrophic¿. The patient got a staph infection when they went in to replace the pump which was in september. The pump was explanted. The patient went in and the surgeon said that they were willing to put in a pump when the time was right. About a month later, the patient had a second infection from when the patient was admitted to the hospital to have the pump taken out. The patient ended up with sepsis. The patient went to the medical center to get help. The patient was currently on oral medication of baclofen (prescribed by his regular doctor), but the oral medication was not helping. The patient does not have a pump. The patient was seeking a managing physician.